Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had not been seen in a few years. During interrogation, the atrial lead exhibited oversensing. It was recommended to that isometrics and pocket manipulation tests be performed.